Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm force bipolar instrument was stuck on tissue. The customer had to use the release key to remove it. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and found to have a dislodged grip tang near the base of the grip tip. This causes the instrument to get stuck on tissue. The instrument was placed on an in-house system. Instrument passed the recognition and engagement test. The instrument passed the grasping test. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use and can occur due to grasping hard tissue or objects, or through collisions with other instruments.